Event description:
On (B)(6) 2010, pt received an electronic error (e7) on his infusion device. Pt inserted a new battery and cleared the electronic error. Pt then attempted to bolus for dinner and infusion device would not allow him to get to the bolus screen. Pt inserted a new battery in the infusion device and then power interrupt (e8) appeared. Pt was unable to clear the power interrupt error. Pt reported using the correct type of battery in the infusion device. Pt was unable to check battery setting during troubleshooting call. Infusion device was not dropped in the previous 48 hours or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.